Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a 34 year-old female patient who had essure inserted (lot no. 628314) for female sterilisation. The patient had a medical history of tobacco user, anxiety, pelvic pain female, pelvic adhesions, pelvic pain female, nicotine addiction, attention deficit/hyperactivity disorder, hypothyroidism, vaginal yeast infection, genital bleeding, parity 2 and gravida ii. Previously administered products included: paragard. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2019, 3941 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus & bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on 08-oct-2009: findings: the preliminary frontal view of the pelvis demonstrates single radiopaque tubal occlusion wire overlying each side of the pelvis. Subsequent images demonstrate normal opacification of the endometrial cavity which appears unremarkable. There is no extravasation of contrast material identified and no evidence of free spill of contrast material from the fallopian tubes. Impression: no evidence of free spill of contrast material from either side of the fallopian tubes. There are tubal occlusion wires in place. [Pathology test] on (B)(6) 2019: clinical information: specimen collected specimen: 1. Bilateral fallopian tubes pathologic diagnosis: bilateral fallopian tubes: bilateral benign para tubal cysts. Bilateral essure contraceptive devices. Gross description: received in formalin are three portions of unoriented fallopian tubes, 9.7 cm in length 0.5 cm in diameter with fimbria, 3.9 cm in length 0.5 cm in diameter with fimbria and 5.9 cm in length 0.5 cm in diameter proximal portion of tube. Essure coils are present on the proximal end of both tubes the most recent follow-up information incorporated above includes data received on: (B)(6) 2023: medical record received. Lot number, medical history, concomitant condition & reporter information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a 34 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2019, 3986 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.